Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the use of an amplatz ultra-stiff support wire guide during a ureteroscopy. The operator reported the "ultra stiff guide wire was defected while it's inserted into the ureter." A photo provided by the customer showed the wire partially unraveled. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical product received on: 21jan2020. Investigation ¿ evaluation. It was reported that an amplatz ultra-stiff support wire guide was defected. Further communication with the user facility clarified that this was noted while the wire guide was being inserted into the ureter during a ureteroscopy. Cook became aware of this event upon being notified by a nurse from (B)(6) hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, manufacturing instructions, and quality control of the device, as well as visual inspection and dimensional verification, were conducted during the investigation. One wire guide was returned. No biological matter was visible on the surface. The coil appears to be unraveling at the distal end of the anchor solder. The coil outer diameter was measured within specification. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The user facility did not provide a lot number. Review of the sales records to the user facility over three years prior to the date cook was informed showed 19 lots. No complaints were found under any of these lot numbers. Two related nonconformances were found under these lot numbers, however all nonconforming devices were scrapped, and all remaining devices in each lot underwent quality control activities such as outer diameter gauging visual inspection for surface anomalies. Since these 100% inspection procedures are in place and no complaints have originated from the potential lots, there is no evidence that nonconforming product exists in house or in the field. No instructions for use (IFU) documents are packaged with this device. It is unknown how the user manipulated the device prior to the damage being noted. The unraveling may have occurred if the device was manipulated with force, but this cannot be confirmed without additional information. Based on the information provided, visual inspection of returned product, and results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.